Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases. A weight test of the device was verified and the device was within specification. Bubbles after autoclave disinfection process in the gel. A microscopic analysis were performed which identified wear abrasion. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported right side "itching" and "swollen lymph nodes." Additionally, healthcare professional reported anxiety and capsular contracture, baker grade unknown. Patient also reported "food allergies", "night sweats", "insomnia", "immune issues", "joint pain", and "fatigue"; these are not device related. Healthcare professional also reported "depression"; this is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphadenopathy and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade unknown.

Event description:
Patient reported right side "itching" and "swollen lymph nodes." Additionally, healthcare professional reported anxiety and capsular contracture, baker grade unknown. Patient also reported "food allergies", "night sweats", "insomnia", "immune issues", "joint pain", and "fatigue"; these are not device related. Healthcare professional also reported "depression"; this is not device related. Device has been explanted.